Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted at 8 millimeter (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) per aortography. The discharge gradient was 8.4 millimeters of mercury (mmhg). Approximately 4 years and 2 months following the valve implant, nyha functional class I was noted and a gradient of 17.5 mmhg measured. Approximately 4 years and 10 months following the implant this valve during an office visit, new york heart association (nyha) functional class ii was identified. The mean gradient then measured 37.4 millimeters of mercury (mmhg). Increased aortic regurgitation was noted. This was further clarified as mild-moderate total aortic prosthetic regurgitation. As reported, this was indicative of premature structure issues. As result, approximately 43 days later surgical intervention was performed. The transcatheter valve was explanted and replaced. A permanent pacemaker was subsequently implanted 7 days later. The event was considered resolved with no sequ elae 5 days later. No additional adverse patient effects were reported. Additional information was received that the implant depth of the valve in 2017 was 8mm on the non-coronary cusp (ncc) and 10mm on the left coronary cusp. Upon review of the original computed tomography (CT) images obtained there were no predictive patient factors that contributed to an elevated gradient. The ctperformed in 2022 did not show thrombus; however, the ncc leaflet of the transcatheter bioprosthetic valve was calcified, thickened, and restricted. The symptoms noted with the patient's increased nyha functional c lassification score from I to ii included dyspnea on exertion with any activity more strenuous than performing household activities. After the medtronic valve was explanted a 21mm non-medtronic valve was implanted. Two days later, the patient developed conduction disturbances related to the aortic valve replacement.

Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d conclusion: review of the device history record (DHR) for this device with serial number (B)(6) found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The images were reviewed by a subject matter expert (sme). The post transcatheter aortic valve replacement (tavr) transthoracic echocardiogram (tte) images were provided from the five-year follow-up. Mild to moderate mitral regurgitation (mr) was noted with severe prosthetic regurgitation. Mean aortic valve (av) gradient of 37.4 millimeters of mercury (mmhg) and peak av velocity of 4.4 meters per second (m/s). The ejection fraction was about 65%. Conduction disturbances are known potential adverse effects per the device IFU and could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav), as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. It was reported that the conduction disturbances were a result of the aortic valve replacement. However, a conclusive root cause could not be determined. Ultimately, a surgical valve and pacemaker were implanted and the events were considered resolved. Heart failure (hf) is listed in the device instructions for use (IFU) under potential adverse events, and could be related to several factors (procedure, patient comorbidities). High gradients could be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction). Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. A conclusive root cause of the heart failure, high gradients, and regurgitation could not be confirmed. However, it was reported that the non-coronary cusp (ncc) leaflet of the transcatheter bioprosthetic valve was calcified, thickened, and restricted, which may have been a contributing factor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Product analysis: the valve was not returned. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted at 8 millimeter (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) per aortography. The discharge gradient was 8.4 millimeters of mercury (mmhg). Approximately 4 years and 2 months following the valve implant, nyha functional class I was noted and a gradient of 17.5 mmhg measured. Approximately 4 years and 10 months following the implant this valve during an office visit, new york heart association (nyha) functional class ii was identified. The mean gradient then measured 37.4 millimeters of mercury (mmhg). Increased aortic regurgitation was noted. This was further clarified as mild-moderate total aortic prosthetic regurgitation. As reported, this was indicative of premature structure issues. As result, approximately 43 days later surgical intervention was performed. The transcatheter valve was explanted and replaced. A permanent pacemaker was subsequently implanted 7 days later. The event was considered resolved with no sequ elae 5 days later. No additional adverse patient effects were reported.